Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a bent IV needle and severed tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder a lot of tubing was missing and there was a bend bevel almost into a 90 degree angle. The following information was provided by the initial reporter: product received, missing a lot of the tubing, seem to be cut. And the product also having a bend bevel almost into a 90 degree angle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder a lot of tubing was missing and there was a bend bevel almost into a 90 degree angle. The following information was provided by the initial reporter: product received, missing a lot of the tubing, seem to be cut. And the product also having a bend bevel almost into a 90 degree angle.